Manufacturer narrative:
Product complaint #: (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a caesarean section procedure on (B)(6) 2019 and barbed suture was used. The fixation tab was broken during continuous suturing on the perineum. The lot number is unknown. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). H3 device evaluation summary: an empty labeled winding former and one used needle-suture of product code sxpp1a301 were returned for analysis. During the inspection visual of the sample, the swage and attachment area were as expected. Slightly marks on the body needle that appears to be by the use of a surgical instrument could be observed. The suture was examined and body fluids at some barbs were found; no defects or damaged on the barbs were noted; but, the sides of the fixation tab were broken. The manufacturing records couldn¿t be reviewed as the batch number is unknown. Per the condition of the sample received, it could not be determined what may have caused the reported incident of: ¿during a cesarean section, the fixation tab of the stratafix was broken during continuous suturing on the perineum¿. To seat the fixation tab; pull the device through the tissue to gently seat the fixation tab against the tissue. The fixation tab should be seated above the tissue plane and be visible. Do not exert additional force on the fixation tab.